Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned for evaluation; therefore a return sample evaluation was not performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that it was unable to move peg tube with pain and has abundant secretions from stoma. Additional information indicated that the patient experienced buried bumper syndrome. The gastroenterologist prefers not to proceed with removal of the buried bumper syndrome.